Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, that the readings were off on several cases during cataract surgery with intraoperative aberrometry. Additional information received; the system recommended intraocular lens (iol) was implanted and post-operatively it was decided that patient would have to undergo surgery to remove the iol and have a second lens implanted. There are two related reports for this event. This report addresses one patient and another manufacturer report will be filed for the second patient.

Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2018-00448 was submitted relating to this event. As further information pertaining to the event and investigation is received this report with manufacture report will provide the additional information. A supplemental medical device report (smdr) # 01 is being filed to correct the PMA/510k date on the prior filed initial report. Incorrect date of 02/12/2018 is being corrected to 02/08/2018.  The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the cables were reseated, subsequently. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).